Event description:
It was reported that the patient experienced pain and was given a steroid by the physician.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7087329/7087585.